Event description:
Clinical report states that patient was revised to address a dislocation. Update rec¿d 02/25/2015: an additional clinical form was received and reviewed for MDR reportability. There is no new information that would change the existing MDR decision. The complaint was updated on: 03/24/2015. Update rec¿d 03/04/2015: the patient's medical records were received. Medical records were reviewed for MDR reportability. The patient had been revised to address pain and cramping as well. Records indicate upon revision the patient's and liner dislocated and the liner had come out of the acetabular cup/cage construct. Also noted, was metallosis from impingement of the constraining ring on the liner. At this time, depuy cement is being reported for the liner coming out of the cup. The complaint was updated on: 03/30/2015.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Medical records and patient x-rays were reviewed, confirming liner disassociation. It was reported the depuy liner was cemented into the acetabular cup as well as used in conjunction with competitors femoral devices. This is not recommended and is considered off-label use. Product / lot information for the cement product used is not known. The root cause is off-label use and failure to follow manufacturers instructions. Corrective action has not been indicated. Monitor via (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Medical records and patient x-rays were reviewed, confirming liner disassociation. It was reported the depuy liner was cemented into the acetabular cup as well as used in conjunction with competitors femoral devices. This is not recommended and is considered off-label use. Review of the liner device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. The root cause is off-label use and failure to follow manufacturers instructions. Corrective action has not been indicated. Monitor via (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.